Event description:
It was reported the ems was used during a laparscopic hernia repair. It was reported the staples would not engage mesh and tissue. Another was opened to complete the case. There was no consequence to the pt.